Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was hospitalized for the peritonitis event. On an unreported date, the patient began treatment with injection vancomycin (1gm every third day, route and duration not reported), injection meropenem (1gm, once a day, route and duration not reported) and injection amikacin (500 mg, once a day, route and duration not reported) for peritonitis. At the time of this report the patient outcome was unknown. Action taken with dianeal therapy was not reported. No additional information is available.

Manufacturer narrative:
Upon follow up, it was reported the peritonitis was manifested by pd fluid which became cloudy. The patient did not break the aseptic technique. On the same day as event onset, the patient was hospitalized for peritonitis (date previously not reported). The same day, the patient was treated with intraperitoneal vancomycin, meropenem and amikacin (route and start date of antibiotics previously not reported). Three days after the event onset, the patient was recovered from this peritonitis event and the following day the patient was discharged from the hospital. Ten days after hospital discharge, antibiotic treatment was discontinued. Dianeal therapy was ongoing. Dianeal 2.5% pd4 was further specified as dianeal 2.5% pd4 ultrabag. Should additional relevant information become available, a supplemental report will be submitted.